Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of over 400 mg/dl with ketones. The customer received intravenous fluids of saline, and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2026. Ultimately, the customer reverted to an alternate method of insulin therapy.